Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event head brush and bristle detachment.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2026. While cleaning the ercp scope, the brush head detached and its bristles became lodged in the scope. The bristles were successfully retrieved from the scope, and the cleaning process was then completed using with another of the same device. There was no patient involvement in this event.